Event description:
The user facility alleges they had two events of the duckbill valve falling into the resuscitator bag during a code situation. Another bag was obtained and there was no pt compromise.